Event description:
Medtronic representative reports a physician complaint regarding the (B)(4) leads and (B)(4) extensions which the physician feels are very difficult to deploy and result in high impedances readings. Physician feels it is harder to push the lead into the actual groove of the extension and into the cylinder and as a result, he has to bend and really push and when he's locking them in he has been getting high impedances showing an open connection. To correct the high impedance reading, the extensions are disconnected and reconnected during the procedure and that resolves the issue. Physician states they feel different and he has been doing procedures for 14 years and used many of these. No patient injury was reported.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.